Manufacturer narrative:
The event date is unknown. Approximated based on the publication date of the article. The upn and lot number were not reported; therefore, the manufacture dates and expiration dates are unknown. Literature source: ramirez-ramirez ma, zamorano-orozco y. Removal of lumen-apposing metal stents partially buried after drainage of infected walled-off pancreatic necrosis. Gastrointest endosc. 2020 apr;91(4):948-950. Doi: 10.1016/j.gie.2019.11.007. The device has not been received for analysis; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific became aware of an event involving a hot axios stent through the article "removal of lumen-apposing metal stents partially buried after drainage of infected walled-off pancreatic necrosis" by ramirez-ramirez ma, zamorano-orozco y. According to the article, a hot axios stent was implanted during an endoscopic transmural drainage to treat a patient with a pancreatic pseudocyst. The patient had a history of severe necrotizing pancreatitis and had previously had 2 plastic pigtail stents implanted within the cyst for drainage. Necrosectomy was performed through the axios at 2 to 3 day intervals to remove nonadherent necrotic material and the patient improved clinically. According to the literature, during a planned axios removal procedure (24 days after stent implantation), the internal flange was seen to be buried at 50% of its diameter. The partially buried flange was pulled with biopsy forceps and bleeding occurred that was self limited. A polypectomy snare was used to remove the stent from the middle section during the routine stent removal procedure. Reportedly, the stent was removed without adverse events and the patient was discharged with resolution of her symptoms.